Event description:
The user received questionable results for magnesium on the cobas 6000 c501 analyzer. The event involved 15 patient samples. Two patient samples gave discrepant results. Patient sample 1, the initial magnesium result gave 3.6 mg/dl. This result was reported outside the laboratory. The original sample was rerun on (B)(6) 2010 on an integra analyzer giving 2.14 mg/dl. A corrected report was issued for this patient. Patient sample 2, male, (B)(6). On (B)(6) 2010 the initial result for magnesium gave 5.6 mg/dl. This initial result was reported outside the laboratory. The physician questioned the result. The sample was repeated on (B)(6) 2010 yielding a magnesium result of 2.36 mg/dl. A second sample was collected from the patient on (B)(6) 2010 and tested giving a magnesium result of 5.56 mg/dl. This second sample was repeated giving 2.24 mg/dl. A corrected report was issued for this patient. User said there was no known effect to patients due to errant tests results or the delay in corrected results. The magnesium reagent lot number was 62861801. The field service representative determined there was a fluidics problem with the cell rinse mechanism. He replaced tubing, valve and performed an adjustment. Performance tests were run and within specifications.